Event description:
Information received indicates during a preventive maintenance check, the technician found the CPR function would not engage.

Manufacturer narrative:
Findings: first occurrence- monitor field performance. The technician replaced the head drive assembly to repair the bed.